Event description:
The pt was implanted with a left ventricular assist device. The clinician reported that the pt was readmitted after developing a driveline infection (s. Aureus). The pt was seen in-clinic and presented with no pain or symptoms; however drainage from the driveline site was observed. The pt was discharged and placed on IV ancef. No other info was provided.

Manufacturer narrative:
The pt remains ongoing on lvad support and no further issues have been reported at this time. A supplemental report will be submitted upon completion of the MFR's investigation.